Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, all accuracy tests were found to be within specifications. The expulsor was replaced to bring the delivery into more nominal of a range. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump is not delivering medication and failing calibration. There were no reported adverse events.